Event description:
The customer reported via phone call that the customer was working outside, it was raining, and the insulin pump alarmed button error. Customer's blood glucose was not known. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.